Event description:
It was reported that during a video assisted thoracic surgery wedge resection procedure, the surgeon went to fire the device, but the device locked out. The surgeon could not open the anvil, and did not press the knife direction/reverse control button. The surgeon ended up breaking the handle, the device released off the tissue. The surgeon then was handed another device, and the same thing occurred. The surgeon then asked for an 45, which was deployed without incident. It turned out upon further investigation that the 45 reload cartridge was loaded by the scrub nurse into the 60mm device, twice, causing the devices to lock out. The surgeon didn't utilize the knife direction/reverse control button.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.